Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was broken by breakage of the gray connector. It may have disconnected the connecting tube.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched. The fse found the grey connector loose and with missing springs. The fse replaced the parts and tested the system by running a full cycle. All tests were successful. The software attributes have been verified and confirmed. The equipment passed the electrical safety tests. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported the grey connector inside the basin was broken and needed replacement on an oer-pro. No patient involvement or injuries were reported. No additional information has been obtained.